Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause of the reported event was failure of the scope connector socket. Failure of the scope connector socket can occur due to either wear associated with repeated use and the age of the device or due to the user removing the video connector without unlocking the lock. As stated in the instructions for use, to prevent scope socket connector damage associated with user handling: "when a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the device malfunction of no image. The repair center found the video connector socket failed due to a bad connector. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report a device malfunction observed during preparation for use. The video system center was not presenting an image. There was no consequence or impact to the patient.